Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the basket broke. The 1.5-2.0cm target stone was in the biliary duct. An rx lithotripter compatable basket was advanced and able to capture the target stone but the handle broke and the basket was unable to crush the stone. A non-bsc mechanical lithotripter was used. While "winding" it up to close to the basket the wires broke on the non-bsc lithotripter. The unspecified scope was removed from the patient. The physician placed forceps along the basket attempting to dislodge the stone from the basket but was unable to dislodge the stone. The physician was able to grab the tip of the basket with the forceps and pull the basket out of the patient. The stone remains in the duct. An unspecified plastic stent was implanted at an unspecified location within the duct. The procedure took approximately 3 1/2 hours to complete. The patient received demerol and "vercet" prior to being given propofol for the last 45 minutes of the case. No additional patient complications were reported with the patient's current condition listed as stable.